Manufacturer narrative:
D4 and d5 were updated. One sample was returned for evaluation. Visual inspection revealed no physical damage or other anomalies. Functional testing was performed, with no leakage observed and the cuff deflating as expected. The complaint could not be substantiated, and the allegation was not confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the cuff leaked the patient had to be re-intubated. The cuff of the endotracheal tube could not be deflated. There was patient involvement but no injury, and medical intervention was not required.